Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Medical records were reviewed and identified the following: clear and nonpurulent synovial fluid encountered, mildly gray-tinged, consistent with metallosis, mildly reactive synovial tissue also noted and consistent with metallosis. Femoral head removed without complication, no signs of wear noted on the trunnion. Well-fixed stem with no signs of loosening or osteolysis, circumferential osteolysis noted around the acetabulum. Only minimal bony on growth noted around the shell, head/neck/shell replaced without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- m2a-magnum 42-50m tpr insrt +3/ pn 139258/ ln 146420, bi-metric/x por nc 11x135/ pn x180311/ ln 031770. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02116.

Event description:
It was reported patient underwent right hip revision approximately 8 years post implantation due to pain and osteolysis around the acetabular component along with reactive synovitis. There was mildly grey-tinged synovial fluid consistent with metallosis found. No signs of osteolysis was found around femoral implant. Only minimal bony on growth was found after the removal of the acetabular shell. The tissue there was also consistent with metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 8 years post implantation due to acetabular osteolysis, metallosis, and reactive synovitis was noted. It was also noted that there was minimal bony ongrowth around the acetabular shell. During the revision, clear and nonpurulent synovial fluid encountered, mildly gray-tinged, consistent with metallosis and mildly reactive synovial tissue also noted and consistent with metallosis. Head, neck and shell replaced.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and visual inspection of sample. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. One m2a-magnum pf cup 54odx48id and m2a-magnum mod hd sz 48mm were returned and evaluated. Upon visual inspection the cup has scuffing on the inside radius. The head has scuffing and a line on the outside diameter. The taper has a black ring around the inside. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.